Event description:
Additional information was received from the manufacturer's representative. It was reported the lead was replaced due to high impeda nces causing disruption in therapy. No issue with the implantable neurostimulator was noted. When the issue started or when the patient started experiencing issues was unknown. The issue was resolved following device replacement. Devices were discarded by customer.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name specify surescan; product ID 977c265 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2021; explant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the lead was explanted, and registration indicates the lead was replaced. No additional information was provided.

Manufacturer narrative:
Continuation of d10: product ID 977c265 serial# (B)(6) implanted: (B)(6) 2021. Explanted: (B)(6) 2025 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the consumer and a healthcare provider. The patient was wondering if anyone filled a warranty due to the "lead/generator malfunction." Post-op reports were submitted. It was noted that the patient continued to experience pain within their lumbar spine radiating into their posterior thighs, with numbness into the bilateral calves. There were "concerns about the functioning of [the patient's] dorsal column stimulator." The preoperative diagnosis was listed as malfunctioning dorsal column stimulator. The procedure involved a partial t9 laminectomy for removal/replacement of the lead, implant of a new ins, and fluoroscopy for spinal procedure. The ins was explanted, and they disconnected the leads and dried them off/reinserted them into the ins. It continued to show that there was still a lead impedance problem. They then checked the leads once again with an external battery, and once again had similar findings. The healthcare provider noted that this suggested the problem with the system was with the leads and would require them to open the thoracic region where the leads were placed. The bumpy anchors were disconnected, and the heal thcare provider had to dissect scar tissue over as the leads traveled up to the t10 level where they had been placed by a laminotomy. There was some bony overgrowth from a prior fusion up to the t10 level, and this had to be carefully removed. The healthcare provider worked towards the t10 residual lamina, exposing the wires as they went to connect to the paddle. They went above the t10 lamina to t9 and once again exposed the paddle electrode. They had to perform a 2/3rd laminectomy at the t9 level to get to the paddles appropriately. The healthcare provider was able to create a bridge under the t10 lamina, clearing scar away so that they could remove the lead; this was done without difficulty. They then placed a new lead into the same tract going under the t10 lamina and held the electrode against the dura and then they advanced it all the way up to the t8 level. They confirmed on fluoroscopy that the paddle was in a similar location. The electrodes appeared to be midline as noted on ap fluoroscopic views. At no time was there any evidence of csf leak. The paraspinous muscles were coated with aquamantis and then reapproximated. The fascia was then closed. The leads were attached to the new ins and the ins was inserted into the gluteal pocket. They tested the ins and verified that it was functional and could be programmed through the skin. The ins was tested and found to be functioning completely. In the recovery room it was noted that the patient was moving all 4 extremities without difficulty and they had awakened from anesthesia. There were no complications, and it was noted that there was successful placement of epidural leads and the ins.